Manufacturer narrative:
Neuronetics contacted the patient and her healthcare provider to obtain additional details regarding the claimed side effects from her tms treatment in 2017. The patient reported a history of migraines. However the provider did not note complaints of headaches during the treatment period. The patient stated that she developed tinnitus in 2018, the year following her treatment. The provider noted that patient declined the use of ear plugs during treatment which is normal protocol and required by the instructions for use. The patient experienced a stimulation intensity that would equate to a 69.7db which is equivalent to normal speech at 3ft. The provider indicated that work, life, family stressors may contribute to the above-mentioned continuing symptoms. Additionally, the patient's medical history and concomitant medications are known to be associated with these aforementioned symptoms.

Event description:
Neuronetics received an emailed, patient self-reported medwatch report (mw5109892) on 06/08/2022. The patient reported having 33 tms sessions and sometime afterwards had symptoms of tinnitus, headaches, disassociation, panic attacks, rage episodes, debilitating anxiety, toothache, and smptoms of restless leg.